Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump leaks inside of the reservoir compartment. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that the pump self test passed and customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose.